Event description:
They received a result of 331mg/dl and immediately retested on the same device with a result of 191mg/dl. Customer felt the latter result was correct and took 25 units of insulin and 4 units of novalog based on that result. Customer reports that less then 30 mins after the insulin he began sweating and his 'mind was cloudy'. He states that he drank juice and lied down to take a nap. No other treatment reported. No strip info was provided. No qcs were used. Requested return of suspect device and replacement was sent.